Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that his battery ran out on (B)(6) 2017 and when he recharged it, now it didn¿t change settings. The patient reported that he was at a neurologist¿s office and was asked to call the manufacturer and someone would come out and meet with him. The patient reported that when the battery ran out and was recharged it went back to regular factory settings. The patient reported that he didn¿t remember the screen he got when he tried to change settings and didn¿t have his patient programmer with him at the time of the call. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.